Event description:
It was reported that the device would not turn on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of c13 on the interface pcb assembly.